Manufacturer narrative:
(B)(4). The device been returned for investigation but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the catheter slipped out from the urethra because the balloon burst. No debris remained in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. Two pieces of actual samples were returned for investigation. Based on the complaint description, it was likely that the balloon had burst and caused the catheter to slip out from the urethra. Investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with sox magnification for both actual samples. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon may have likely happened due to in contact with sharp or pointed surface leaving a scratched mark on the surface. This scratch mark may propagate and lead to burst. Therefore, this complaint could not be confirmed.

Event description:
Reported event: the catheter slipped out from the urethra because the balloon burst. No debris remained in the patient. The patient's condition was reported as fine.